Event description:
Vns pt experienced an increase in seizures following an increase in programmed output current from 1.25ma to 1.50ma. It was reported that the pt began having cluster seizures following the parameter increase. The pt was seen by a different neurologist who decreased programmed output current from 1.50ma back down to 1.25ma and the pt is reportedly seizure-free once again. Investigation to date has been unable to determine whether the seizure increase was an increase above the pt's pre-vns baseline frequency or simply an increase from previous efficacy with the vns therapy.